Event description:
Mcgrath video laryngoscope was reprocessed by rinsing and then sterilized in the v-pro according to IFU. After processing, moisture was trapped under the screen rendering the video laryngoscope unusable. The manufacturer replaced the device with a new device.